Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pace/sense impedance, was oversensing, a patient alert was triggered and noise with inappropriate detection of ventricular fibrillation occurred. It was also reported that a pace/sense fracture was suspected. The rv lead was capped and replaced. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event. It was later reported the lead displayed short v-v intervals and there were non-sustained ventricular tachycardia episodes.